Manufacturer narrative:
Owing to the effectiveness of the mitigation's that are built-in to the design, the reported failure is not considered likely to lead to death or serious deterioration in health if the event were to reoccur. The device has performed as designed if a hardware failure is encountered, in order to protect against a fault becoming a hazard. In conclusion, the device has acted as designed and intended when a situation occurs which compromises safe operation, by triggering audible and visual alarms and a fail-safe shut down. No further actions are planned at this time. Breas medical will track and trend for similar issues.

Event description:
Fault description per the reporter "device was alarming loud and showed a red bar visually, smelled also burned".